Manufacturer narrative:
Rupture of the left ventricle is a major complication of valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered, including procedural complications or patient factors (e.g. Frail, friable, or poor tissue).ventricular rupture is typically not device related. The device was not returned for evaluation, as it was discarded. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that a 25mm pericardial mitral valve was explanted at implant due to left ventricular rupture. About fifteen (15) minutes after implant, left ventricular tear was observed at around the location of anterior commissure due to interference of the device stent post. The device was explanted and replaced with a smaller size 23mm non-edwards mechanical valve while the patient was on bypass with no adverse patient events reported. The patient status was reported as recovered. The surgeon commented that it was a poor surgical field and could not see the left ventricle clearly. There was no allegation of device malfunction.